Event description:
It was reported that the patient experienced some recurring incontinence. An inspection surgical procedure was booked for (B)(6) 2025.

Manufacturer narrative:
Additional information to field b5: describe event or problem.

Event description:
It was reported that the patient experienced some recurring incontinence. It was also confirmed the device did not have any failure; however, it was observed the urethral thinning under the cuff. A surgical procedure was performed to replace the system. There were no further patient complications.